Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during an eus-guided gallbladder drainage (eus-gbd) procedure.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery-enhanced delivery system was to be implanted to treat a gallbladder drainage in the gallbladder during a endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the stent was hard to deployed. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks e1 (initial reporter address 1 and initial reporter address 2) and g2 (report source) have been corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during an eus-guided gallbladder drainage (eus-gbd) procedure. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was fully expanded and deployed. Visual examination of the returned device found no damages. No problems were noted with the stent or the delivery system. Product analysis did not confirm the reported event of stent failure to deploy as the stent was returned fully expanded and deployed; and no visual damages could be observed in the device. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery-enhanced delivery system was to be implanted to treat a gallbladder drainage in the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the stent was hard to deployed. Another axios stent was used to complete the procedure there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.